Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on an unspecified date. The patient's blood glucose levels were reported to be greater than 250 mg/dl after wearing their pod an unspecified duration. Symptoms reported included dizziness and having a fall. The patient¿s treatment was not reported. The patient was diagnosed with fluid on the brain and as a result of this, the patient was diagnosed with dementia. The treating doctor expressed concern that the patient was not able to remember when they had last dosed insulin and believed the high blood glucose levels were due to user error. The patient¿s treatment was not reported, and the patient was discharged 8 days later. The pod was removed at the hospital, so that the patient¿s insulin dosing could be monitored closely. The patient has been advised to stop the use of pods and instead use manual daily injections with the aid of their partner.